Event description:
This unsolicited case from united states was received on (B)(6) 2017 from physician. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after few hours had swelling in her right knee and pain in her right knee. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, medical history and concurrent conditions were reported. It was stated that she has received synvisc-one injection twice before in the past. On an unknown date in 2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (lot number: 7rsl021, expiration date: not reported) for osteoarthritis knee in right knee. On an unknown date in 2017, 6 hours after the injection patient reported pain and swelling in her right knee where it was injected. It was confirmed that patient did not engage in any physical activity after the injection. Physician has not yet seen the patient but would be seeing her soon so all he know was that patient complained of pain and swelling. Physician recommended to take ibuprofen. It was stated that patient has not been hospitalized and he does not know if she has improved or not. It was states there was nothing relevant in her past medical history. It was stated there was not an anesthetic injected and the package was opened at the time of the injection and stored at room temperature corrective treatment: ibuprofen for pain in her right knee and swelling in her right knee; not reported for device malfunction outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 3-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling in knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.